Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of a common femoral artery after a diagnostic procedure. Reportedly, after clip deployment, the device could not be removed. In accordance with the instruction for use, a dilator was inserted into the access ports unlocking the thumb advancer enabling it to be retracted proximally, releasing the device from the tissue tract. When the device was removed, the locators wings were "broke". All of the parts of the locator wings were present and remained reportedly attached to the device. Manual compression was applied for five minutes to achieve hemostasis. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned fully clip deployed. The thumb advancer had been unlocked and retracted as far proximal as possible. The vessel locator wings were found broken at the distal retaining ring but still attached to the device at the proximal retaining ring and pusher body bond. These findings are consistent with the reported experience therefore, the complaint is confirmed. At clip deployment, the vessel locators are designed to automatically collapse and not interfere with clip delivery. However, the vessel locators of this device were broken. The most probable cause for the broken locator wings is compaction of subcutaneous tissue between the distal end of the tube set and the locator wings during thumb advancer deployment. This created distal forces that resulted in breakage of the locator wings and subsequent difficulty with device removal. The report of an angiogram not being preformed prior to the closure procedure is not consistent with the IFU (instruction for use). The IFU instructs the user to perform a femoral angiogram to verify the location of the puncture site and to confirm the site, vessel size and presence of disease (calcified plaque, stenosis, chronic or acute occlusion, tortuosity or presence of arterial wall dissection) and may have been a contributing factor in the event. Based on the observations and the reported information, the root cause of the breakage of the vessel locator wings and subsequent difficult removal is related to the operational context during use of the device. No manufacturing or quality issue was detected. A review of the history record for this device did not produce any findings relevant to this investigation.